Manufacturer narrative:
Product event summary: analysis confirmed the reported event; no telemetry with rf head. Rf (radio frequency) head cable found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had an intermittent or poor connection with the device. The head was returned for service. No patient complications have been reported as a result of this event.